Event description:
Foley removal process - 10ml fluid was removed from foley bulb with syringe. Attempts to remove the catheter were met with mild resistance. 3 further attempts were made to remove any residual fluid, however no further fluid was able to be removed. Upon removal of catheter, bulb was found to be partially inflated, approximately the size of a dime (doctor estimated amount of fluid remaining 2mls). No hematuria noted, urology service consulted to see patient.